Manufacturer narrative:
Additional information: medtronic received information that the imprecision was one centimeter.

Manufacturer narrative:
Patient weight was unavailable from the site. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon felt inaccurate. The surgeon registered the patient multiple times but was not satisfied with the registration metrics. The surgeon got a 1.2 metric on the fourth registration and when they verified accuracy on the tip of the nose, they were showing slightly off the nose. The surgeon added more trace points to see if this would fix this and the metric rose above 5. The site loaded a previous registration and proceeded with the case utilizing the navigation and imaging systems. The surgeon reported that he felt inaccurate by several millimeters when in the sinus. Surgical time was extended by less than one hour and there was no reported patient impact. Additional information received on 2018-may-09 reported the representative spoke to radiology, at the site, and explained the importance of a full volume of the patient's head. Moving forward, they would give more of the anatomy to work with which would result in more slices.